Event description:
A mother reported an event with band aide bandages. On (B)(6) 2022, the mother used a bandage on her daughter to cover a wound. The daughter had to go to the emergency room for something related to usage (unknown date). A health care professional at the emergency room diagnosed the daughter to being allergic to the product. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00004. The same patient is represented in each medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) bab plastic 3/4inch 60s USA (B)(4), lot number 1129b. D4: UDI #: (B)(4) upc #: 381370056355 , lot #: 1129b, exp date: na. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. This is two of two med watches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00004. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 22, 2019. This is two of two follow up 01 medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00005. The same patient is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow- up medwatch will be filed as appropriate.